Event description:
Pt called alleging that a meter to lab comparison was done. Pt obtained a 302mg/dl on the lfs meter and a 234 mg/dl at the lab less than 10 minutes apart from one another. The difference of these reading is beyond the acceptable range. Pt took their oral medication after using the meter. Control solution test was done twice and it failed both times. Control solution and test strips were not expired. Based on the info provided, this case is being reported as a strip malfunction.